Event description:
The physician was attempting to deploy a 2.5mm diameter x 30mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a pt. It was reported that the lesion was tight and diffuse, and that the physician was unable to cross the lesion. The device was returned to the mfg facility and the stent was noted to be damaged. No pt injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Eval summary: seventh, thirteenth, fourteenth, fifteenth, nineteenth, twentieth and twenty first proximal stent segments were raised, damaged and deformed. The stent was positioned on the balloon between the marker bands as per specs. Please note that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product ((B)(4)). Results - stent deformation and failure to deliver device. Pt lesion morphology; tight and diffuse lesion. Conclusions code - pt lesion morphology; tight and diffuse lesion.